Event description:
Report received of an over-delivery. It was reported that the nurse set up a piggyback with an unspecified volume to infuse at 400ml/hr. The primary solution of an unspecified volume was set for a rate of 50ml/hour. The nurse went on break for an unspecified length of time. When they returned, both IV bags were reported to the empty. There was no reported adverse effect to the patient. Through requested, there was no additional information available.